Manufacturer narrative:
Correction to device coding from 1224: device displays error message to 2716: message - error code 1003. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed which identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed which identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h7 to add recall. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Correction to device coding from 1224: device displays error message to 2716: message, error code 1003.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Correction to device coding from 1224: device displays error message to 2716: message - error code 1003.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed which identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h7 to add recall. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Correction to device coding from 1224: device displays error message to 2716: message - error code 1003.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed which identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This crt-p remains in service. No adverse patient effects were reported. Additional information was received that ts was contacted regarding updated guidance for this device. Ts recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. As of today, this device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed which identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. This crt-p remains in service. No adverse patient effects were reported.